Event description:
The company was informed that the pt fell and afterwards reportedly experienced intermittencies. Programming adjustments were made, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.